Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for peritonitis. The patient was treated with intraperitoneal vancomycin about once a week with 2-3 more doses left (dose not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had not recovered. No additional information is available.